Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed once during testing. However, after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The processor/bridge/pace board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during a full cardiac arrest, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.